Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that t-wave oversensing was observed. Patient is pacemaker dependent. Device was explanted and replaced. Patient condition is good.